Event description:
Device issue: foreign material found after use. Time of device issue: during procedure. Adverse event: none. It was reported via a trial that post stent implantation in the right internal carotid artery, the accunet was removed from the patient and a hair-like fiber was found on the device. The accunet filter had an unusual appearance with fraying distally. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4): the device was received. Investigation is not complete.